Manufacturer narrative:
Failure analysis noted that there was no blank display. The pump alarmed button error and had no button response due to corroded keypad traces. The pump had cracked reservoir tube lip. There was no damage on the isolation tape on the lcd board. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported blank display. The incident was reported via phone call. Blood glucose at the time of incident was 353mg/dl. The customer stated that the pump said "no bolus" and she removed the battery but then none of the buttons worked after reinserting tha battery. The customer used (B)(6) batteries. The customer stated that she already checked everything out and wanted to have the pump replaced. Troubleshooting was not performed. The device was returned for analysis.